Event description:
This unsolicited device case from (B)(6) was received on 01-jun-2016 from a surgeon. This case involves a (B)(4) female patient who developed abscess at the application site 4 days after placement of seprafilm. Patient's had cancer of sigmoid colon (underlying disease). Patient had no concurrent condition before surgery. Patient had no concomitant use of other medical devices. The patient's past drugs was not reported. On (B)(6) 2016, transverse colon stoma closure was performed and 1 sheet of seprafilm, once (route, form, indication, batch/lot number and expiration date: not provided) was applied to the inner side of the stoma closure wound. On (B)(6) 2016 (4 days after application), abscess (moderate) developed at the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). As of (B)(6) 2016, the patient was recovering from the event. On an unknown date, patient had test of bacterial culture which showed enterobacter. Corrective treatment: not reported outcome: recovering/ resolving diagnosis: abscess (abscess) reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting surgeon's causality assessment: probable reporting surgeon's comment: the alternative explanation for the event was failure of the sutures. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Follow up information was received on 24-jun-2016. It was reported that the continuation of the investigation was impossible as the reporter was too busy to provide cooperation and there was no co-operation from the relevant medical institution. Additional information was received on 29-jun-2016. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-jun-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a female patient who was hospitalized due to abscess (moderate) that developed at the application site of seprafilm applied to the inner side of the stoma closure wound. A significant temporal relationship can be established as event occurred in close proximity to the product application date, and hence a causal role of suspect product cannot be excluded. The reporting surgeon has also assessed the causality of the event as related to suspect drug. However, failure of sutures and site of surgery can provide an alternative explanation for the event.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a surgeon. This case involves a (B)(6) female patient who developed abscess at the application site 4 days after placement of seprafilm. Patient's had cancer of sigmoid colon (underlying disease). Patient had no concurrent condition before surgery. Patient had no concomitant use of other medical devices. The patient's past drugs was not reported. On (B)(6) 2016, transverse colon stoma closure was performed and 1 sheet of seprafilm, once (route, form, indication, batch/lot number and expiration date: not provided) was applied to the inner side of the stoma closure wound. On (B)(6) 2016 (4 days after application), abscess (moderate) developed at the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). As of (B)(6) 2016, the patient was recovering from the event. On an unknown date, patient had test of bacterial culture which showed enterobacter. Corrective treatment: not reported outcome: recovering/ resolving diagnosis: abscess (abscess) reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting surgeon's causality assessment: probable reporting surgeon's comment: the alternative explanation for the event was failure of the sutures. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 6-jun-2016: this case concerns a female patient who was hospitalized due to abscess (moderate) that developed at the application site of seprafilm applied to the inner side of the stoma closure wound. A significant temporal relationship can be established as event occurred in close proximity to the product application date, and hence a causal role of suspect product cannot be excluded. The reporting surgeon has also assessed the causality of the event as related to suspect drug. However, failure of sutures and site of surgery can provide an alternative explanation for the event.